Event description:
The device was returned for service. During service, baxter service technician reported that the pump powered up with failure code 550. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.